Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 70-80% stenosed lesion in the common carotid artery. The acculink carotid stent system was successfully deployed in the target lesion. However, a non-abbott protection filter device was used during the procedure and was noted to have a kink on the filter guide wire when attempting to advance the retrieval catheter. The physician pulled the filter guide wire to extract the filter and during the retrieval, the filter interacted with the deployed acculink stent and was removed from the anatomy together with the filter. A covered stent was used to treat the carotid artery. There was no adverse patient effect and there was a delay in the procedure due to performing controls and the stenting; however, there was no impact to the patient. There was no issue when implanting the acculink stent; the issue was due to the removal difficulty of the non-abbott protection filter. No additional information was provided.

Manufacturer narrative:
Only the stent was returned for analysis. The reported migration and the reported device damaged by another device were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the filter was being removed interaction with the deployed acculink stent resulted in the reported stent migration and reported device damaged by another device. Interaction/manipulation resulted in the noted mangled and bent struts. There is no indication of a product quality issue with respect to manufacture, design or labeling. Medical device problem code 2915 added.